Event description:
It was reported that approximately 25 minutes into a bypass procedure a monolyth oxygentator exhibited poor performance. The monolyth was changed out with another monolyth oxygenator and the procedure continued without further incident. No patient injury.